Event description:
The account alleges that the splashwire¿ guidewire lost its teflon sheath during normal use on a patient. The sheath/jacket became lodged in the artery. The surgeon was able to retrieve it. The patient is expected to fully recover.

Manufacturer narrative:
The suspect device was returned for evaluation. A follow-up will be submitted when the evaluation is complete.